Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired at 87,050 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, it was noted that all of a sudden the beam became end firing. There were no error messages displayed on the console when the event occurred. This did not cause any issues with the patient. The user did not experience any injuries from use of the system.